Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula event on 02-may-2024. The infusion set was in use for more than 3 hours. The infusion set was inserted in abdomen. Blood glucose level reported during the event was 370mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.